Event description:
An ophthalmologist reported that an intraocular lens became bound up in the delivery system. The wound has widened to allow removal of the intraocular lens and a vitrectomy was performed.